Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the first 5x4 slalom pta was inflated outside of the patient before being used inside the patient. Contrast media leaked from around the hub where the ¿cordis" logo is printed. A second 5x4 slalom pta was used. There were no problems for inflation outside the patient. The device was inserted into the patient, it ruptured at 16atm after being inflated for about 10 seconds. The procedure was completed with an unknown device. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, the first 5x4 slalom pta was inflated outside of the patient before being used inside the patient. Contrast media leaked from around the hub where the ¿cordis" logo is printed. A second 5x4 slalom pta was used. There were no problems for inflation outside the patient. The device was inserted into the patient, it ruptured at 16atm after being inflated for about 10 seconds. The procedure was completed with an unknown device. There was no reported injury to the patient. The devices will be returned for evaluation. The device was returned for analysis. One non-sterile unit of a slalom thrill 5x4 40cm 3.7f was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, the balloon appears to have been previously inflated. No anomalies were noted along the device components via naked eye. Per functional analysis, an insertion/withdrawal of an appropriate wire through the hub and the distal tip was performed and no difficulties nor impediment was noted. Next an inflator/deflator was connected to the luer hub and inflated, the unit presented a leakage on the balloon of the unit. Sem analysis was then performed, and results showed the leakage on the balloon of the device was caused by a puncture/cut on the component that presented evidence of scratch marks near the damage. The scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could have led to the damaged condition found on the received device. It seems the material near the puncture/cut was damaged with a sharp object from the outside of the device since the damages are noted on the external surface. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82258075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon ¿ burst at/below rbp¿ was confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a punctured condition with scratch marks noted to the outer portion of the balloon. Vessel characteristics, although unknown, and procedural factors likely contributed to the reported event based on the analysis findings. Calcification is known to damage balloon material; it is likely damage occurred when attempting to cross the lesion or upon inflation. The reported ¿luer hub ¿ leakage¿ was not confirmed during functional analysis. No anomalies were noted on the returned device. The exact cause of the event reported could not be determined, thus procedural and/or handling factors may have contributed to the reported event as the device did not present any defect or anomaly. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. If a guiding catheter is used, attach an accessory guidewire hemostasis valve of choice to the proximal luer port and flush the lumen with sterile saline or a similar isotonic solution. Verify compatibility of the hemostasis valve and the largest catheter shaft diameter (see package label). Advance the prepared guiding catheter through the sheath. Insert the distal end of the guidewire into the hemostasis valve and proximal luer port. Advance the guidewire through the guiding catheter. Seal the hemostasis valve around the guidewire. Insert the pta catheter through the hemostasis valve on the guiding catheter. Advance the pta catheter to the distal end of the guiding catheter. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the first 5x4 slalom pta was inflated outside of the patient before being used inside the patient. Contrast media leaked from around the hub where the ¿cordis" logo is printed. A second 5x4 slalom pta was used. There were no problems for inflation outside the patient. The device was inserted into the patient, it ruptured at 16atm after being inflated for about 10 seconds. The procedure was completed with an unknown device. There was no reported injury to the patient. The devices will be returned for evaluation.

Event description:
As reported, the first 5x4 slalom pta was inflated outside of the patient before being used inside the patient. Contrast media leaked from around the hub where the ¿cordis" logo is printed. A second 5x4 slalom pta was used. There were no problems for inflation outside the patient. The device was inserted into the patient, it ruptured at 16atm after being inflated for about 10 seconds. The procedure was completed with an unknown device. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258075 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the first 5x4 slalom pta was inflated outside of the patient before being used inside the patient. Contrast media leaked from around the hub where the ¿cordis" logo is printed. A second 5x4 slalom pta was used. There were no problems for inflation outside the patient. The device was inserted into the patient, it ruptured at 16atm after being inflated for about 10 seconds. The procedure was completed with an unknown device. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.